Manufacturer narrative:
During withdrawal, the shaft separated inside the patient. Surgical intervention was required to remove from the patient, thus resulted in a prolonged procedure. In addition, a radial balloon tear was noted during the returned product investigation. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information is still work in progress at spnc, thus the drug information is noted below: stellarex 0.014 otw drug-coated angioplasty balloon, paclitaxel drug, 2.1 mg, therapy date: (B)(6) 2017, the stellarex balloon is indicated for the treatment of de-novo or re-stenotic lesions in the lower extremities to establish blood flow and to maintain vessel patency. Doesn''t apply. Lot #: ffr17e11a. Expiration date: 05/31/2019. (B)(4). Foreign- (B)(6) . PMA number is not applicable. The device is commercial product with a ce mark. / combination product is applicable. The stellarex catheter was returned in two pieces with a portion intact to a 0.014" guide wire. The balloon, a portion of the lumen, and distal shaft had separated from the rest of the catheter. The balloon was bunched together with presence of blood found inside the balloon. Under microscopic inspection, a balloon radial tear was noted. The two marker bands were accounted for, but shifted from its original location. The blue inner member inside the balloon detached from the clear inner lumen of the catheter. Total measurement of the inner lumen was approximately 136 cm. Per the specification, approximately 14 cm was not accounted for. However, based on the complaint information received, all pieces of the catheter were removed from the patient. Per the IFU, device embolism is listed as a potential complication/ adverse event of the procedure.

Event description:
A sterling balloon was placed over a v18 guide wire and burst when inflated to maximum pressure of 14 atm in the heavy focal calcification in the mid, distal sfa and pop. Another sterling balloon was used and inflated with good angiographic results. The v18 guide wire was removed and exchanged for a v14 guide wire. A stellarex device was used to treat the p2 segment and the adductor canal. The balloon was inflated to 10-12 atm under direct fluoro screening with no issues. Screening stopped at desired inflation pressure. However, after approximately 1 minute, the pressure was checked on the inflation device and noticed the pressure was at 0. A balloon burst was confirmed on fluoro; no contrast visible in the region of the balloon markers. Immediate decompression of the balloon was performed using the inflation device, followed by manual deflation. On initial withdrawal, there was no resistance, but then resistance was noted, thus more force was required than the usual. The user continued to pull and noticed the shaft separated. The balloon was crimped and left in the proximal sfa. Subsequently, an attempt to pass a second wire (v18), via the existing sheath, but was not possible. A vascular surgeon was contacted and performed run which demonstrated the foot was still warm and pink, with some flow bypassing the balloon. Given the location of the lodged balloon, it was decided to remove the balloon via small arteriotomy under local anesthetic. All pieces of the balloon were removed from the patient.